Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: greater than or equal to 7.5, lab 1.2. Caller stated that all established patients are not new to testing on meter; no changes in medications. Caller also indicated that some patients are on amiodarone or pain medications but have been since testing on meter with no previous issues. No medication list or medical conditions provided in regards to a particular patient.

Manufacturer narrative:
Investigation pending.